Event description:
It was reported by the patient's mother the patient's blood glucose levels (bg) began increasing during the night. The patient's bg levels rose to 14 mmol/l (252 mg/dl) while wearing the pod between 4 and 24 hours. The patient's mother attempted to deliver multiple boluses for treatment but the bg levels did not decrease. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. An insulin shot was administered for treatment. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.